Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 38 mg/dl and food/juice were consumed to address bg. Customer did not know cause of low bg. Customer declined tandem technical support's offer to review the pump data. Customer was not experiencing a low bg at the time of the report. Recommendation was made for the customer to discuss the event with a healthcare provider.